Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there were high thresholds on the right ventricular (rv) lead in both bipolar and unipolar modes. It was noted that the threshold was acceptable the day after implant but was high one week later. It has been high but stable for the past four months. Reprogramming was done and outputs were increased. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.